Manufacturer narrative:
(B)(4). Batch # u9393k. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that k11lt device was returned with the obturator inserted thru the sleeve. In an attempt to replicate the reported incident, the device was functional testing the bullet retracted permitting the exposure of the blade during the advancement through the skin test media and returned to safe position upon penetration; the bullet performed as intended without any anomalies noted. It could not be determined what may have caused the event reported. The device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Additional information was requested, and the following was obtained: please clarify how the trocar ¿was broken during skin penetration. It didn't work properly¿. Was the trocar having issues to insert? Or was the sleeve broken during the skin penetration? Or was the obturator broken during the skin penetration? If other, please specify: answer: using sterile technique, they have removed the instrument from the package. The trocar obturator and sleeve were packaged unassembled. To assembled, they removed the protective tip covering from the obturator and trocar sleeve and discard. They assembled the trocar by inserting the obturator into the trocar sleeve until they lock securely together. During penetration of the skin elements of the sleeve have been disassembled. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bariatric gastric sleeve resection the trocar k12lt was broken during skin penetration. It didn't work properly and surgeon replaced it with k11lt. There was a 15 minute delay to surgery. There were no patient consequences.